Event description:
A consumer reported experiencing blurry and distorted vision at all distances following an intraocular lens (iol) exchange procedure where the consumer's capsular bag tore. He stated that he sees an overlay of letters when he reads even with use of his new glasses. He also reported that his surgeon has removed three exposed sutures since his iol exchange. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested on 06/09/2008 and 06/10/2008 via phone and 05/22/2008 via fax and mail. This report was mailed to FDA on 06/20/2008.